Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was in a tortuous circumflex artery (cx). The physician attempted to cross the lesion with a taxus express2 2.5 x 8 mm stent. However, the hypotube fractured while in the guide catheter. The physician inserted a balloon down alongside the broken catheter and inflated slightly to trap the catheter. The physician then pulled everything out together. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good".